Manufacturer narrative:
Product analysis #(B)(4): analysis information 08:44:44 (B)(4) product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). Rep said they checked impedance 7 times and in call cases they were getting "4 yellow checks." The caller added that the blue tip could be seen when inserting the lead. The operating room (or) lights were turned off, the ins pocket was 1" deep, and the caller increased amplitude above 2.0v for the impedance test, but the issue wasn't resolved. The caller stated they discovered the setscrew was not torquing down on the lead so a new battery was used for implant. As a result of what was reported, the call center transferred the caller to customer service to get a credit for the device. No patient symptoms were reported and no further complications have been reported as a result of this event.